Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the valve would not advance through the 14fr esheath+. It was observed that a stent leg had caught the esheath+ in the strain relief area an inch from the hub and bent back. The stent leg was sticking out the side of the strain relief area. The entire system was withdrawn as one unit with no patient injury. A new esheath+, delivery system, and valve were prepped and the valve was deployed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed that the patient's right access vessel had significant tortuosity present. There was no calcification observed in the access vessel. The vessel diameter did meet the minimum requirement for the 14fr esheath+. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU and training manual, users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was unable to be confirmed due to unavailability of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the valve would not advance through the 14fr esheath+. It was observed that a stent leg had caught the esheath+ in the strain relief area an inch from the hub and bent back. The stent leg was sticking out the side of the strain relief area'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, the patient's right access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement and therefore additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulted in the valve strut damage. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities associated with insertion of the delivery system with valve through the esheath resulting in frame damage. Since the valve was manufactured after corrective actions, a product risk assessment (pra) was performed and determined that the product is performing as expected and within control limits. Therefore, no further correction and preventive actions are required.